Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: after firing, no abnormality was confirmed by endoscope and air leak test. Transanal drain was placed (no transabdominal drain). Several hours after surgery, bleeding from the drain was confirmed. Arterial hemorrhage from the anastomosed part was confirmed by colonofiberscopy. It was assumed the bleeding point was around one dog ear, since the other dog ear was seen on the opposite side. Although the bleeding point could not be identified, the surgeon applied clips. The bleeding lessened gradually and treatment was completed. Amount of bleeding: about 1,000 cc. Blood transfusion: unknown. The patient is still under observation, but is making good progress.

Manufacturer narrative:
(B)(4).